Event description:
Reportedly, at the end of the procedure it was observed that the needle within the device was damaged. X-ray was performed and a broken fragment of needle was identified in patient. Reportedly, the surgeon was not overly concerned as the fragtment was considered small.